Event description:
Pt was last seen in the building at approx 3:00 pm on 3/9/98. The facility noticed pt missing at approx 5:10 pm. The "missing resident" procedure implemented immediately. Resident was found at approx 5:20 pm, lying in the snow, approx 200 yards from the front door. Resident exited the front door, which was armed with an accutech elopement alarming device and the resident had an alarm activating bracelet on her person. None of the employees or anyone else heard the alarming device activate. Co has not been able to test the bracelet that was on resident, but co has tested other devices and found an inconsistent activation of the alarming device.